Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during the normal prep procedure, it was found that the holder had a hair-like foreign substance on it. There was no patient contact. The coil was not used and was replaced with another coil to continue the procedure. Subsequently, the procedure was completed successfully with no patient health damage.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned azur cx18 coil device found a metal-like material adhered to the adhesive side of the dispenser hoop label, which is consistent with the condition observed on the customer provided images and as described in the reported event. Based on the measurements of the metal-like material, the investigation determined that the material is consistent with the nitinol pusher mandrel used during the heater coil coating manufacturing process of the azur coil system. The findings from the product investigation identified a manufacturing or potential manufacturing issue, which will be addressed per the quality system process.

Event description:
No further incident information was provided, however images and the device were evaluated. Please see h6 and h11.